Manufacturer narrative:
The customer's calibration and qc recovery were found to be acceptable. Based on the available data, a general reagent issue could be excluded. The provided instrument alarm trace did not contain a conspicuous event. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 immunoassay analyzer. The initial result was 28.82 pg/ml with a data flag. The sample was repeated twice with results of 18.18 pg/ml with a data flag and 19.61 pg/ml with a data flag. The result of 18.18 pg/ml was reported outside of the laboratory. No questionable results were reported outside of the laboratory. The troponin t hs stat reagent lot number was 459541. The expiration date was not provided.